Manufacturer narrative:
(B)(4). The reported issue had occurred on two previous occasions and were reported to physio-control. To resolve these previous reports, physio-control replaced the main keypad and then the interface pcb assemblies and observed normal functionality after each repair. Physio-control evaluated the customer¿s device for this event but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. After a thorough device investigation, the cause of the reported device issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There was no patient use associated with this event.